Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that there was no power to the phacoemulsification (phaco) tip of the handpiece during the sculpt mode of cataract [with intraocular lens (iol) implant] surgery. The phaco tip and handpiece was changed but there was no improvement. The surgery was completed by replacing the cassette. There was no patient impact. This report pertains to phacoemulsification tip involved in this reported event.

Manufacturer narrative:
The initial decision to report was incorrect resulting in the initial report being submitted in error. Suspect product was not the phacoemulsification (phaco) device for the reported event and this event is not considered to be a reportable malfunction for cassette, and it is not likely that a recurrence would result in serious injury. No further reports will be scheduled under mfg report num. 1644019-2025-01540. The manufacturer internal reference number is: (B)(4).

Event description:
The issue was attributed to the cassette, with no reported concerns regarding the phaco tip or handpiece.